Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A center director reported a patient experienced a gritty feeling 1 day post lasik surgery and was reported to have central flap striae in the left eye. A flap lift and rinse procedure was performed. Additional information was requested.